Event description:
Impedance measurements of greater than 3600 ohms were reported. Electrodes 3, 6, and 9 showed less than 0.065 for each current. It was noted that the lead was implanted one week ago. No further details in regards to the issue, in addition to the pt's status / outcome, were reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).